Event description:
Pt has history of acoustic neuroma with radiation treatment. Surgery date was (B)(6) 2012. On (B)(6) 2013, pt reported that implant/abutment had come out. Pt wants to have revision surgery but no date at this time has been scheduled.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.